Event description:
It was reported that: pt was revised for a loose femoral stem 4 weeks ago to a restoration mod. The cup was left at this time. Two weeks ago, the pt dislocated and a closed reduction was performed, but several days later, the pt dislocated a 2nd time. Brought to the operating room, the cup was removed and a revision shell was placed, the proximal body of the restoration mod was removed. A 42 mm mdm was utilized, the hip was found to be extremely stable with this construct.

Manufacturer narrative:
An eval of the reported device cannot be performed, as the device was retained by the hospital and was not returned to the MFR. Add'l info including x-rays and medical records was not made available either. Should add'l info become available, the eval summary will be submitted in a supplemental report.